Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose. Customer stated she pressed the act button and then the up button but nothing happened. Assisted customer with bolus setting. Customer also reported no delivery alarm, signal too low and failed on start up on the insulin pump. Customer switched pumps according to the daily totals. Ran self test and it passed. Customer's blood glucose was 407 mg/dl and took 12 units. No further information provided.